Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving prialt/ziconotide (25 mcg/ml at 1.5 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that she went to the pain clinic to have the pump refilled a week ago and the hcp was unable to do so because the pump was flipped in the pocket. At that time, the patient still had plenty of medication in the pump. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had gained some weight. The patient was scheduled for a pump pocket revision and pump refill with the surgeon. During the procedure, the surgeon removed the pump from the pocket and refilled it and then repositioned the pump in the pocket and anchored it down securely. She also wanted a new pump segment that was shorter so replaced the pump segment with a shorter new segment and anchored it securely in place. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.